Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after swimming in the sea. The pod was worn between 25 and 36 hours. The patient's blood glucose level (bg) rose to 400 mg/dl during the event and the site was swollen. The patient visited their health care professional and was diagnosed with an infection. The patient was prescribed fusibact cream to use twice a day for 5 days. The pod has been discarded.